Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Review of device memory noted that the pacemaker was never taken out of storage mode during the attempted implant. A telemetry session was noted on the day of the attempted implant, but pacemaker was never programmed out of storage mode. There were no suspicious fault codes or resets in device memory. Interrogation with the zoom programmer was completed normally; radiofrequency (rf) telemetry is not available in storage mode. The device was able to be programmed out of storage mode. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Additionally, rf telemetry was noted to be normal once the device was out of storage mode.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
It was reported that following the implant of this pacemaker it could not be interrogated. Another procedure was performed and the device was explanted and successfully replaced. No additional adverse patient effects were reported.